Event description:
It was reported that during a coronary stenting treatment procedure, removal difficulties were encountered. The express2 stent was deployed in a calcified stenosis in the right coronary artery at 14 atms. It is unknown if the lesion was pre-dilated. The physician pulled the delivery device back with some force and when doing so, the catheter separated. The patient became hypotensive and unstable. The patient was taken to surgery with the hour. The patient was transferred to ccu post-operatively. The patient status and any additional information are unknown at the time. The physician believes that the balloon caught on the stent strut.